Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she experienced high blood glucose levels. The customer changed the site four different times. Customer's blood glucose level went up to 490 mg/dl. The day before her blood glucose level was 432 mg/dl. She treated for both high blood glucose levels with insulin injections. The device will not be returned.